Manufacturer narrative:
Updated data: b5. Corrected data: h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that there was no difficulty advancing the dcs prior to valve deployment. The guidewire was removed from the dcs while still inside the patient¿s body. Cut down was not performed to withdraw the system. Additionally, there were no problems with the guidewire prior to use. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6); product type: 0195-heart valves, implant date: (B)(6) 2024. Product ID l-evolutfx-2329 (lot: 0011870624), product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was placed, the delivery catheter system (dcs) was being removed from the body. When an attempt was made to remove the guidewire from the dcs, the wire was stuck inside the handle of the dcs and could not be removed. The dcs was therefore cut with a wire cutter, and the wire was removed from the dcs. No adverse patient effects were reported.